Event description:
It was reported that the patient presented with inflatable penile prosthesis (ipp) inflation issues. A surgery was performed and the device was removed and replaced with a new ipp. The patient had a stable outcome and no patient complications were reported.